Event description:
Arjo was notified of an incident involving a sara 3000 active lift. During the transfer, the patient remained suspended in the sling for approximately 30 seconds. During this time, the sling compressed under the patient¿s armpits as the lift arms continued to rise to the highest position. The transfer was performed above the bed and conducted in the presence of two nurses. Neither the emergency stop nor the emergency lowering functions were activated. The patient was ultimately released after all control buttons were pressed again. As a result of the incident, the patient sustained bruising under the armpits. It was reported that the patient required a surgical procedure; however, no additional clinical details regarding the nature of the injury or the procedure were provided. The patient was transferred to the intensive care unit on (B)(6) 2026 and subsequently passed away on (B)(6) 2026.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). The device was inspected and it is in good condition. It was confirmed that the control button located on the sara 3000 mast became stuck in the upward position, preventing the device from being lowered. The device could only be lowered using the emergency lowering function. Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. No UDI information is available; the device was manufactured before UDI implementation.